Event description:
It was reported that the handheld device would freeze after interrogating the vns patient¿s device. A hard reset was performed but the issues did not resolve. The screen freeze issue also occurred with a demo device. Another programming system was used to complete the programming session for the patient. The handheld device, software flashcard, and programming wand were returned to the manufacturer for analysis. Analysis of the programming wand found no visual or mechanical anomalies. The programming wand performed according to functional specifications. Analysis of the handheld device and software flashcard are currently underway.

Manufacturer narrative:
Date received by manufacturer; corrected data: the date was inadvertently reported incorrectly in MFR. Report #02. The correct date was 07/23/2015.

Event description:
Analysis of the handheld device was completed on 05/06/2015 and revealed that the handheld was unable to advance past the screen alignment utility. The cause for the display anomaly is associated with higher than expected resistance values in the touch screen circuitry. However, it was noted that the higher than expected resistance values would not the screen freezing reported. Analysis of the flashcard was completed on 05/06/2015 and the reported allegation of a frozen screen was not confirmed. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
Device failure occurred, but did not cause of contribute to a death or serious injury.

Manufacturer narrative:
Type of device, name; corrected data: this information was inadvertently left off of supplemental MFR. Report #01. Manufacture date; corrected data: this information was inadvertently left off of supplemental MFR. Report #01.